Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available a follow-up report will be submitted.

Event description:
The customer contacted baxter's service center requesting assistance with ending therapy and starting over; which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated they connected themselves too early and did not open the clamps on the patient line. The hp reported alot of air in the patient line and needs to end therapy and start over with new supplies. The technical service representative (tsr) assisted the hp with ended and they would start over. Follow- up with the hp on (B)(6) 2011 regarding the reported problem revealed the air bubbles were the result of connecting before prime. The hp stated there was nothing unusual with the supplies and once they started over they check lines before connecting, and things have been going fine since. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) is confirmed because it was reported under the activities section that the patient connected during prime. The assignable cause code was use error - patient connected before priming because the patient connected before priming. The problem was confirmed and the assignable cause for the air in tubing (without alarm) was determined. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.